Event description:
It was reported that the procedure was cancelled. A rotapro console and rotapro were selected for treatment of the target lesion. During the procedure while attempting ablation, there was a different noise coming from the rotapro system. Because of this, another rotapro was selected for use and the issue persisted. After the issue continued, the procedure was then cancelled. There were no patient complications reported.